Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the patient's infusion device was making loud noises during operation and she thinks the device delivers too low an amount of insulin. Her blood glucose level has been elevated to 348 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No unusual events were observed in the event history of the pump. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The infusion set was returned for evaluation. No investigation could be performed as the material was lost, and the lot number is unknown. Due to the lost material, CAPA (B)(4) was initiated.